Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the savvy long pta dilatation catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The outer was detached from the balloon at the proximal bond. The inner was stretched, four kinks were present within the detachment area. The sleeve was returned present on the balloon, it was removed without difficulty. The inner diameter of the sleeve was measured and was within specification. One image was also provide for review. It confirmed the detachment issue. The damage to the device - the outer detachment, the stretched and kinked inner suggest that user handling (excessive force) was responsible for the damage, likely occurring during the removal of the sleeve during device preparation. The result of the investigation is confirmed for the reported detachment issue. The definitive root cause for the reported detachment issue could not be determined based upon the available information received from the field communications, device evaluation and images review. Labeling review: the instruction for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: description: the bantam¿ percutaneous transluminal angioplasty (pta) balloon catheters are non-reusable semi-compliant coaxial design catheters consisting of an over the wire (otw) catheter with a balloon mounted on its distal tip. The hub/¿y¿ connector consists of a guidewire lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon to locate the balloon under fluoroscopy platinum iridium bands are provided at the shoulders of the balloon for all sizes. The silx2¿ coating is a silicone coating which provides improved lubricity to the balloon shaft. A 0.018¿ (0.457 mm) guidewire is recommended for use with the bantam¿ pta balloon catheter. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Warnings: contents supplied sterile using ethylene oxide. Non-pyrogenic. Do not reuse, reprocess or resterilize. Reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use a 20 ml or larger syringe for inflation. Use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. Precautions: dilation procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment. Carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Careful attention must be paid to the maintenance of tight catheter connections to avoid the introduction of air into the system. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation: remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%). Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Purge the catheter guidewire lumen thoroughly. Reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Make sure that the protective sheath has been removed from the dilation catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. Deflation and withdrawal: deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 ml syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. D4 (expiry date: 02/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the inflation lumen of the pta balloon catheter allegedly separated from the balloon. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the savvy long pta dilatation catheter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to an angioplasty procedure, the inflation lumen of the pta balloon catheter allegedly separated from the balloon. The procedure was completed using another device. There was no patient contact.